Event description:
It was reported that 4 days after a coronary drug eluting stenting treatment procedure, the pt presented with chest pain and was found to have stent thrombosis. The taxus express2 2.5 x 24 mm and 2.75 x 16 mm drug eluting stents were deployed overlapping in a predilated lesion in the proximal lad in 2004. The pt was given integrilin during the procedure. There were no procedural complications reported. The pt presented to the emergency room in another facility four days later with chest pain. The pt apparently had not taken plavix, as prescribed. Angiography revealed thrombus proximal to the most proximal stent; the vessel was totally occluded. The pt was given integrilin during the procedure. The vessel was revascularized by balloon angioplasty and placement of a taxus express2 2.5 x 24 mm drug eluting stent in the distal lad. The vessel was open at the time of transfer from the cath lab, however the pt remained unstable. The pt expired, but it is uncertain how long after the second intervention. The pt had congestive heart failure and was reported to be "coughing up blood" prior to pt's death. Same case as MFR's # 6000093-200400245 and 6000089-2004-00356.